Manufacturer narrative:
Follow-up (B)(6) 2016: the customer received the case and has not had any other occlusion alarms. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 201 (mg/dl). During troubleshooting, the customer stated that the pump carried in their pocket and not in a case. A pump case was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.